Event description:
Further follow-up revealed that the plan is for the patient to undergo further investigation prior to explanting the device.

Event description:
It was reported that the patient was seen by the nurse in clinic on (B)(6) 2013. The patient wants the device explanted because of continuing shortness of breath. The patient's device was switched off (to 0ma). The impression was that the shortness of breath was not related to stimulation; however, the patient did not experience shortness of breath prior to vns implant. The patient is a heavy smoker and was sent for x-rays. Follow up with the physician found that the shortness of breath persisted when the vns device was turned off. No causal or contributory medication changes preceded the onset of the event. The patient did not have a medical history of dyspnea prior to vns. The patient complained of shortness of breath prior to vns programming. The patient was programmed three months post op up to 0.25ma for seven days only (starting (B)(6) 2013). The patient requested the vns device switched off on (B)(6) 2013. The patient will be seen by a neurosurgeon. No other information has been provided.